Manufacturer narrative:
Evaluation summary: component malposition, subsidence and dislocation were a few of the complications noted in the received revision op notes. Revision operative notes also state, "I suspect due to the pt's body habitus and the fact that she had incurred a very early postoperative dislocation by malposition, the posterior capsular tissue structures had not closed and promoted recurrent dislocation. It is likely that the recurrent dislocations are due to component malposition due to the pt's extreme morbid obesity, however, this cannot be conclusively stated." Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to recurrent dislocation.